Event description:
After the implant was completed on (B)(6) 2023, the patient presented with a hematoma at the neck incision. Patient was airlifted to an ER and admitted. Physician brought the patient back into the or on (B)(6) 2023 and discovered a nicked artery. Physician cauterized the area and placed a drain. This resolved the issue.

Event description:
After the implant was completed on (B)(6) 2023, the patient presented with a hematoma at the neck incision. Patient was airlifted to an ER and admitted. Physician brought the patient back into the or on (B)(6) 2023 and discovered a nicked artery. Physician cauterized the area and placed a drain. This resolved the issue.